Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the lesion was moderately tortuous and moderately calcified. The resolute onyx was inspected with no issue. Negative prep was performed with no issue. The device did not pass through a previously-deployed stent. Resistance was noted during delivery. Excessive force was not used. The stent got caught on the calcified lesion during withdrawal. A snare was used to remove the dislodged stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that that the stent failed to cross the lesion and stent dislodgement occurred. No patient injury was reported.